Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery (mid lad). A non-bsc guidewire was advanced to the lesion. Then a 3.00x24mm promus premier stent was deployed. A 3.5x15mm non-compliant balloon catheter was advanced, but could not pass through the stent. It was found that the guidewire became dislodged. The target lesion was rewired with the first guidewire and a second non-bsc guidewire was also placed. The stent was post-dilated using 3.0x15mm nc sprinter balloon catheter. The first guidewire was withdrawn. The second guidewire appeared to have a loop on it and during its withdrawn it caught on the stent and caused the distal stent deformation. Then a 3.0x18mm non-bsc stent was deployed at the distal end of the promus premier stent with good result. No patient complications were reported and the patient's status was fine. The patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).